Manufacturer narrative:
On january 03, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 05, 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm on posterior aspect. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 390cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally flipped breasts implants, acquired deformity of the breasts, a ruptured left breast implant, and a suspected right breast implant rupture. As a result, the patient underwent bilateral removal and replacement with 470cc mentor memorygel boost breast implants on (B)(6) 2023. However, during the surgery, the right breast implant was intact. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-14809 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture, device migration, acquired deformity. Manufacturer¿s reference number: (B)(4).